Event description:
Metallic synovial reaction to failed total knee implant, left knee. Metallic wear of the flange laterally of the femoral component. Extensive wear of the patellar component with exposed metal. The plastic of the patella was worn and was getting synovial reaction.